Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in spain, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. After the valve came out the 14f esheath plus, fluoroscopy showed material adhering to the valve. Several movements were made, but the material did not come off. The valve was then reinserted into the sheath and the system was removed a unit. After the removal of devices, nothing was found in the sheath nor the valve. A new kit was opened, and the new valve was successfully implanted without issues.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The imagery provided by the site was reviewed and revealed the following: there is a blurred appearance around the valve, however the imaging quality is not optimal. Unable to comment definitively. There are some mild calcifications, but no obvious evidence of thrombus/protruding plaque. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported particulate was confirmed based on evaluation of the provided imagery. The presence of a manufacturing nonconformance was unable to be determined. Reviews of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Upon evaluation of the provided imagery, a blurred appearance was noted around the valve. However, due to the limited resolution and overall low quality of the imaging, it was not possible to characterize the nature of the observed material or to make a definitive assessment. In this case, the valve preparation and rising steps did not report any visual particulates or abnormalities. Similarly, no irregularities were observed during the flushing and preparation of the esheath plus. There was no clear evidence of thrombus formation or protruding plaque identified. Due to the limited information and imaging restrictions, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.